Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was reported to be damage to the spike of the uv transfer set that was noted during use. On the same day as onset, the patient was hospitalized for the peritonitis event. The patient was treated for event with sulperazon (once daily, dose, route, and duration not reported) and habekacin (once daily, dose, route, and duration not reported). Eight days after being admitted, the patient was discharged from the hospital. At the time of this report, the patient was recovered from the event. Dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: it was reported that the peritonitis was manifested by cloudy effluent, pyrexia and diarrhea. The device was returned to baxter and an evaluation was performed to investigate the reported issue. A visual and microscopic inspection was performed which revealed a damaged (broken) spike of the uv transfer set. Leak testing, clamp function testing, and clear passage testing were performed with no issues noted. Upon conclusion of the evaluation, the reported damage was verified. The cause of the reported damage could not be determined with the available information. Should additional relevant information become available, a supplemental report will be submitted.